Event description:
Chest tube/catheter was inserted by physician on 2/28/92. Chest tube catheter was removed in tcu by physcian on 3/4/92. On 3/12/92, a foreign body, (a firm plastic tube-like object) was noted in wound in mid left posterior chest area, site of chest tube. The foreign body was removed surgically. Although chest tube itself which was removed on 3/4/92 has been discarded; foreign body was kept. It is to be sent to manufacturer for analysisdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.